Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 372mg/dl with nausea associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, the pump emitted a loss of prime warnings more than three times. The patient reportedly had not changed to a cartridge from a different box. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump emitted recurring loss of prime warnings associated with a cartridge issue.